Manufacturer narrative:
H6: investigation summary DHR of lot 0019782 for finished product was reviewed and no qn found: no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; based on the investigation above, the certain cause cannot be concluded at the moment. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® k2 edta 3.6mg the tube was discovered to be damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when using the tube,it found that the tube was damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® k2 edta 3.6mg the tube was discovered to be damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that the tube was damaged.